Manufacturer narrative:
Initial reporter type of the initial medwatch report indicates company representative. Initial reporter type of the initial medwatch report should indicate foreign. Results code of the initial medwatch report indicates vibration problem. Results code of the initial medwatch report should indicate interoperability problem identified.

Event description:
A customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device failed to provide a defibrillation shock. As a result, defibrillation therapy may not be available, if needed.

Manufacturer narrative:
Physio-control evaluated the customer's device and observed that the device failed to provide a defibrillation shock. The white capacitor wire was determined to be out of tolerance at the connection with the main pcb assembly, causing the connector to become loose, which resulted in the device to not provide a defibrillation shock. The root cause of the reported issue was determined to be due to a loose capacitor wire.

Event description:
A customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device failed to provide a defibrillation shock. As a result, defibrillation therapy may not be available, if needed.